Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was 156 mg/dl. Tandem customer technical support (cts) attempted to troubleshoot; however, customer was unable to troubleshoot at the time of call because customer did not have charger and was on the bus. Customer would revert to manual injections until troubleshooting can be performed. Customer called back to perform troubleshooting and the malfunction alarm was cleared and insulin delivery was able to be resumed.